Manufacturer narrative:
(B)(4). Concomitant medical products: 51-104110 6067667 tprlc 133 t1 pps ho 11x142mm, 163663 717280 28mm dia cocr mod hd +3mm nk. Reported event was confirmed by review of x-rays. Inspection of the x-rays shows head was dislocated from the liner, and assembled with the stem. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient¿s hip dislocated approximately 2 weeks post implantation. Patient was treated by closed reduction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.